Event description:
Pt underwent a right fronto-temporal reconstructive cranioplasty using moldable/resorbable bone void filler. Approximately 10 weeks post-operative, the pt presented in the ER with "an abundant amount of serous fluid" coming from the wound (non-erythematous) and the graft material was described as "softening and collapsing". The pt was placed on antibiotics and readmitted to the hospital. Approx one week later the graft material was removed.

Manufacturer narrative:
This medwatch form was completed using the info received from the initial rptr. Any missing or incomplete data is the result of the info not having been provided by the rptr. All donor and mfg records for the subject graft were reviewed by osteotech's medical director. The review concluded that the donor was appropriately screened for implantation, and the subject graft was mfg according to procedure and met all specifications and release criteria. All critical processing parameters were met, and there were no irregularities or non-conformances associated with the mfg of the graft. Environmental monitoring and endotoxin testing results all complied. The subject graft was terminally sterilized with gamma irradiation, within the required dosage rate, and was released sterile, as labeled. The recovery organization which provided the donor tissue to osteotech was notified of this report, and confirmed that no additional reports of infection have been received involving any other tissues recovered from this donor. Osteotech has received no additional reports of this nature involving any other grafts mfg in this lot of product. This complaint investigation is considered closed.